Event description:
Prytime is filing this report with an abundance of caution as the reboa catheter was present during a case that required surgical intervention for removal. This case involved a patient who was presented to the facility after sustaining injuries from a high-speed motorcycle accident. Upon arrival, the patient's blood pressure was in the 80-90's with hr in the 140's. The patient was intubated, and a negative fast exam was obtained. Right femoral access was gained and a reboa catheter was placed in zone 1. Partial occlusion was performed for a cumulative time of 25 minutes and full occlusion was performed for 25 minutes. A total of three inflation/deflation cycles were required, as the patient became hypotensive during deflation. Upon completion of the surgical procedure, the surgeon attempted to remove the catheter through the sheath and met resistance. Vascular surgery was consulted and performed a surgical cutdown to remove the catheter and sheath as a unit. No complications at the insertion site were reported. During investigation of this incident, it is not known whether all fluid was removed from the balloon prior to attempted removal. As noted in the IFU, failure to remove all fluid from the balloon prior to attempted removal may make it difficult or impossible to remove the catheter from the introducer sheath and/or vessel. There was no reported or alleged failure or deficiency of the prytime catheter or its labeling. The surgeon stated that he was fortunate to have the reboa for this patient and commented that "being able to occlude the aorta without having to open the chest, is what I think allowed us to get rosc."